Event description:
Pt came into device clinic for regular appointment. Upon interrogating pt's ICD the rep from gudiant noticed that the ICD was "emi reset". This was not able to be explained so therefore the device was explanted and sent back to guidant for further evaluation. A new device was implanted.

Event description:
Add'l info rec'd from MFR 04/17/2002: guidant had received info that the pt had come to clinic for a norma follow-up three months after the device had been implanted. The device was interrogatged, and it was determined the device had reset, but remained capable of monitoring pt conditon and delivering pacing and tachycardia therapy. The device was explanted and returned to guidant for analysis. The pt received a replacement device, and no further events were reported. The device was received, decontamination, and underwent visual inspection. No abnormalities were noted. The device was interrogated using a programmer to replicate the conditions observed in clinical use. Thedevice performed normally through the telemetry session. The deivce underwent automated diagnsotic electrical testing, using the same test methods that had been used in manufacturing. The device performed normally through these tests, sensing and detecting a simulated arrhythmia, and delivering therapy appropriately. Nevertheless, the device was dispositioned for further analysis. Guidant lab technicians and engineers used specialized programmers to review the contents of specific locations in the device's ram (random access memory). The memory contents confirmed the device had reset, but did not provide any further info on the cause of the reset. As no error codes had been recorded. Guidant defibrillator include a reset algorithm to allow devices that have encountered an unexpected condition to recover to a known state. In this case, testing confirmed that the reset had occurred, but the device had recovered normally and continued to provide pacing and defibrillation therapy when required. Guidant conducted add'l long-term testing in an attempt to replicate the cause of the event, but the root cause of the rest could not be determined. Guidant archives all returned defibrillators for eight years, such that further testing can be conducted if a similar occurrence provides further insight into this event. Guidant does not have further info about this event. Guidant because aware of the event on january 15, 2002. The event does not meet reporting criteria as it is currently under clinical investigation; therefore, and MDR was not filed.